Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the patient had been hospitalized on (B)(6) 2014 for a hyperglycemic event. The reporter alleged that the patient had a blood glucose level of 500 mg/dl with symptoms of nausea, vomiting, and unspecified ketones. While hospitalized, the reporter stated that the patient had been treated with IV fluids and insulin via their pump. The reporter admitted that the patient had been off pump therapy for three days prior to the incident because the patient believed that the pump was not delivering insulin properly. Troubleshooting the pump showed that the basal delivery totals matched the expected amount and that all boluses that were delivered recorded appropriately. According to the reporter, all other settings on the pump appeared to be accurate. This complaint is being reported because the patient experienced a hyperglycemic event as a result of an inadequate back up plan for insulin delivery due to a perceived inaccurate insulin delivery issue from the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box showed that on (B)(4) 2014 at 11:56, a replace cartridge alarm was recorded. An unexplained pump reboot event then occurred, the recorded voltage at the time was within a normal range. When pump was powered back on, the time/date was set to incorrectly to (B)(6) 2014 03:00. The pump continued to run on the incorrect date until a manual date/time change was made from (B)(6) 2014 03:24 to (B)(6) 2014 14:14. The total daily doses added up correctly and reflected the user's programmed basal rate. Typical usage of the pump was observed in the alarm history. The pump passed a delivery accuracy test successfully. The pump was exercised for a 24 hours period to ensure that the internal battery (bt1) component was fully charged. After 24 hours the battery was removed for 4 hours. The bench top analysis confirmed when the battery was reinserted after 4hrs without power, the time/date reset to 12:00am (B)(6) 2007. A visual inspection confirmed that the internal battery (bt1) was leaking. Unrelated to the initial complaint, the battery compartment was cracked at the threads.